Event description:
The customer states that there was a problem with the cine. A cine error message displayed on the system.

Manufacturer narrative:
This MDR is related to ge healthcare (B) (4). The ge service rep troubleshoot the intermittent cine problem, repaired possible cine bridge pcb seating issue, reseated the cine pcb, and reformat the cine drive. The system now operates as intended.